Event description:
The user stated they had discrepant creatinine results for nine pt lithium heparin plasma samples. Of the data provided three creatinine results and one alt result were discrepant. Sample 2 initial result was 1.6 mg per dl, repeat result from the other p module on (B) (6) 2009 was 2.6 mg per dl. The field service representative did not find a cause and checked the cuvette rinse, detergent, cell blank, r1, r2, sample probe alignment, syringes and stirrers. He also cleaned and checked the water bath. To verify the analyzer performance, he ran diagnostics, precision, calibration and qc.

Event description:
The user stated they had discrepant creatinine results for nine pt lithium heparin plasma samples. Of the data provided three creatinine results and one alt result were discrepant. Sample 3: initial result was 0.5 mg per dl, repeat result from the other p module on (B) (6) 2009 was 1.2 mg per dl. The field service representative did not find a cause and checked the cuvette rinse, detergent, cell blank, r1, r2, sample probe alignment, syringes and stirrers. He also cleaned and checked the water bath. To verify the analyzer performance, he ran diagnostics, precision, calibration and qc.

Event description:
The user stated they had discrepant creatinine results for nine pt lithium heparin plasma samples. Of the data provided three creatinine results and one alt result were discrepant. On (B) (6) 2009, sample 4: initial alt result was 10 u per l. Repeat result on the other p module was 5 u per l. The initial results were reported. It is unk if the pts were adversely affected. The field service representative did not find a cause and checked the cuvette rinse, detergent, cell blank, r1, r2, sample probe alignment, syringes and stirrers. He also cleaned and checked the water bath. To verify the analyzer performance, he ran diagnostics, precision, calibration and qc.